Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Checked in a1-patient identifier, which was not captured in the initial report.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , batch: a000129868.

Event description:
It was reported one of patient's lead had migrated and confirmed via x-ray. Surgical intervention was undertaken where the lead was explanted and replaced with a new one thereby restoring therapy.